Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery with no tortuosity and moderate calcification. An 8.0 x 60 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance; however, the balloon ruptured on the first inflation to nominal pressure. The procedure was successfully completed with an additional armada 35 pta balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.